Event description:
It was reported via repair work order that the side rail could become unlatched during use due to missing compression spring. There was fluid intrusion present in the side rail. It was also reported that the mattress could not adhere to litter surface. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.